Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2010, prior to explant. (B)(4) version 8 installed on (B)(4)-2010. The battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(4), 2010 which is before explant. The eri is the result of high internal battery resistance.

Event description:
It was reported that the patient experienced fatigue and shortness of breath. It was also reported that there was early battery depletion and the device was found to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.